Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm or blank display were noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the device and passed. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was unknown. Customer did insert a new battery, the display was returned. Customer reported that the insulin pump had motor error. Customer were able to clear the alarm and able to complete rewind. Customer stated the contacts on the battery cap are not missing or damaged, displacement test was passed. Customer stated this was the second occurrence of off, no power without a low battery warning. Customer stated there were not unattended alarms. The insulin pump will be returned for analysis.